Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was zoomed in and customer could not login. A technical support specialist (tss) confirmed that the globe was not visible and tried to change the resolution, but the issue was not resolved. Then the case was escalated to tier 2 specialist who fixed the issue and customer confirmed that the screen came back to normal and able to login. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower screen was zooming in and it was not the usual login screen. The customer was not able to log in. However, there were no delays or adverse events or injuries reported based on this event.